Manufacturer narrative:
(B)(4). Examination of the returned device confirms deformation on the trial which would prevent proper mating. A complaint database search on the provided product code family found no other reported incidents. The root cause is attributed to suspected misuse based on the observed damage. Based on the low occurrence rate and suspected misuse, corrective action is not indicated. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The tray trial will not seat insert trial properly.